Manufacturer narrative:
Serial (B)(4), catalog # 72404156, expiration date: 02/24/2019, implant date: (B)(6) 2017. Device manufacture date: 02/24/2019.

Event description:
It was reported that following an inflatable penile prosthesis original implant surgery, when they "were attempting to wake up the patient, he began coughing very bad and was never able to wake up after surgery." The patient had difficulty waking up from anesthesia. The patient was transported across the street to the hospital at which time he experienced an "m I" and died. It appears the patient was ill with an unknown illness and had high blood sugar prior to the implant surgery.